Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/channel cylinder and tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and forceps passage does not pass due to a large kink observed. The most probable cause was traced to component failure which is expected or random component failure without any design. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.